Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced skin issues at the implant site (specifics not reported). In (B)(6) 2014 (date not reported) the patient underwent skin flap revision surgery and was prescribed oral antibiotics. The implanted device remains.